Event description:
Surgeon noticed the tip of the "bugbee" fulgurating electrode malfunctioning. Dr mentioned that, during the use of the bugbee, he noticed that the tip got burned. Replaced and proceeded with the procedure. No harm to patient.the original procedure was ureteroscopy. The device was not reused.

Event description:
Surgeon noticed the tip of the "bugbee" fulgurating electrode malfunctioning. Dr mentioned that, during the use of the bugbee, he noticed that the tip got burned. Replaced and proceeded with the procedure. No harm to patient.the original procedure was ureteroscopy. The device was not reused.